Event description:
Information received states that pump's door platen is bent.

Manufacturer narrative:
Impact: platen bent causing dropped more than 10 psi in back pressure test. Replaced platen assembly.